Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation could not identify a clear root cause. The customer's air conditioning in the technical room failed. As a consequence, the temperature of the technical room was too high and the specified temperature range of the electronics was exceeded. Additionally the k1 relays of the electronics were defective which resulted in an over-current and short-circuit. The corresponding fuse was blown and several boards were damaged. Retrospectively, it could not be determined what caused the issue. The affected components were exchanged on site by a siemens service engineer and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an interventional procedure, the user reported a large focus defect. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.